Event description:
It was reported that during use of this arthroscopy pump in a right knee procedure, swelling was noted at the surgical site. An alternate pump was used to complete the procedure. There was no report of serious patient injury or the need for additional treatment. A fifteen minute delay was associated with this event.

Manufacturer narrative:
The user reported that this device will not be returned for evaluation. In addition, the user reported that the same tubing set was used with the alternate pump to complete the procedure.